Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, while attempting to reposition the lead, it was noted that the helix got stretched resulting in an unspecified helix rotation issue. The lead was not used and a new lead was implanted. The patient was discharged.